Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure wherein all device components were explanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned as they were retained by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: (B)(6).